Manufacturer narrative:
(B)(4). Additional information: the device has been received and the evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. The reported condition was not verified. The cause of the alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of six of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported alarm. The technical service representative assisted the care giver with ending therapy. There was no patient injury or medical intervention associated with the reported event. No additional information is available.